Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a farawave 2.0 was selected for use during an ablation procedure. During preparation, while the physician tried to hook up the fluid line and noticed the side port was broken, also a fluid leak was reported on the side port. No air was noted in the sheath. To solve the issue, the catheter was replaced, and the procedure was completed without patient complications. The device is expected to be returned.